Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that during the use of the product an alarm frequently went off. No patient injury was reported.

Manufacturer narrative:
Other, other text: visual inspection indicates that all labels were still intact. No physical damage was found on the device. The event log confirmed that there was a record of repeated power on/off on, presumably caused by a cassette recognition failure on (B)(6) 2022. Functional testing was performed and could not confirm the customers reported issue. The cause of this event is unknown. Preventively, replace the downstream and upstream sensor. The product is beyond 2 years from manufacture date of 2020-03 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.